Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); (cause of event is unknown). Conclusion: (cause of event is unknown).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient's routine follow up appointments at one year and eighteen months were unremarkable. The patient was brought in emergently. It was noted that there was a disconnection/fracture of the suprarenal stent. Also, the stent graft has migrated into the aneurysm sac with a type one endoleak. The patient was treated with two endurant aortic cuffs and endurant iliac limb and the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.